Event description:
Complainant alleged that during the incoming inspection of the product, the device caused the electrocardiogram signal to be inverted. The complainant indicated that there was no pt involvement in the reported failure.